Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A1601 - device alarm system. F26 - no health consequences or impact. There was patient involvement. A report was received from health canada's canada vigilance program which states, "new IV pump with infusions attached to pt. No issues for 30-40 min. Sudden alarm with critical orange screen stating "battery discharged" came on. No prior beeping or alarm to warn that unit needed to be plugged in. Pump was plugged in, preventing complete shutdown. Infusions came back on "pause". Dangerous incident as pt was on high doses of pressors for blood pressure and cardiac support that could not be suddenly stopped. If pump shut down, high likelihood that pt would have gone into cardiac arrest."no / non".

Manufacturer narrative:
Correction: unique identifier (UDI) #, initial reporter addr 1, initial reporter facility name. Additional information: device manufacture date, medical device serial #, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A1601 - device alarm system. F26 - no health consequences or impact. There was patient involvement. A report was received from health canada's canada vigilance program which states, "new IV pump with infusions attached to pt. No issues for 30-40 min. Sudden alarm with critical orange screen stating "battery discharged" came on. No prior beeping or alarm to warn that unit needed to be plugged in. Pump was plugged in, preventing complete shutdown. Infusions came back on "pause". Dangerous incident as pt was on high doses of pressors for blood pressure and cardiac support that could not be suddenly stopped. If pump shut down, high likelihood that pt would have gone into cardiac arrest."no / non"".

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), unique identifier (UDI) #. Correction: date of event, describe event or problem, medical device catalog #, medical device model #, concomitant med prod data, imdrf annex a codes. Additional information: report source.